Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through quality testing. Maximum temperature recorded on the head of the attachment during testing exceeded maximum allowable temperature. Detachment of the both bearing outer races may have cause friction within the head which resulted in temperature increase. Cap and head cavities looked dry with only minor debris. All components looked dry with no evidence of lubrication. The lack of lubrication may also have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a estylus 1:5 ca attachment overheated. There was no injury or intervention.